Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly, system pcb assembly and OEM pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly, system pcb assembly and OEM pcb assembly. The system pcb assembly and OEM pcb assembly had smoke damage from the failure in the power pcb assembly. The power pcb assembly had extensive burn damage under three transistors, designators q6, q7 and q9. Many components from the power pcb assembly were missing because they had melted or were burned off. The cause of the reported failure could therefore not be determined.

Event description:
It was reported to a physio-control service representative that there was a burned odor coming from the customer's device after they had put it away after use. The device would not power up anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.